Manufacturer narrative:
We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states, "if skin rash or other unusual symptom develops, stop use and remove." The sensor device functioned as intended and does not appear to have malfunctioned. Aspect's medical director and other aspect personnel conducted a site visit as a result of this report. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, the serious nature of the skin lesions and the immediate treatment to prevent further injury is noteworthy. At the time of this report, the irritation was healing, but it is unknown if the irritation has completely resolved. Therefore an MDR is required.

Event description:
Anesthesiologist contacted aspect rep on june 5th regarding a burn injury associated with use of bis monitor and bis sensor system at his hospital. The case occurred in 2007. The patient had undergone major spine surgery and was in the prone, face down position for the 11 hour procedure. At the end of surgery, when the patient was turned supine and awoke from anesthesia, the bis sensor was removed. The anesthesia team immediately noticed two circular lesions underlying the bis sensor. They were described as blisters, and one of the lesions was denuded with removal of the sensor. Antibiotic ointment was immediately applied to the lesions. The reporting anesthesiologist felt that the lesions were burn injuries because of the presence blisters. Upon being discharged from the hospital seven days later, a subsequent photograph revealed that the forehead lesions were healing but not completely resolved. The anesthesiologist providing information for this report was not present for the procedure. Of note, the patient's head was in a mayfield tong head-holder, and there was no apparent pressure on the bis sensor. There was no report of difficulty passing initial sensor impedance, and normal skin prep with alcohol had been performed. Electrophysiologic recordings including both ssep and mmep were performed throughout the surgical procedure. Spinal surgery and instrumentation extended to the second thoracic vertebral body. The patient was noted to have any skin findings, reactions to other adhesives or electrodes, and was not noted to have pre-existing skin disorders. Given the duration of the case and extent of spinal surgery, substantial blood loss and volume replacement did occur during the surgery. No further details are available at this time.